Event description:
Voluntary medwatch received states it was reported that device interrogation revealed under sensing on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.